Event description:
A 20 gauge arrow catheter set was used to cannulate the patient's right radial artery. Once the artery was cannulated the white catheter was threaded into the artery. Unfortunately the catheter end was mostly occluded with white plastic (manufactured incorrectly) such that the arterial line tubing could not be attached to the catheter end. This resulted in unneccessary bleeding while additional equipment was being located and while troubleshooting was taking place. Once the problem was identified a new catheter had to be placed into the radial artery via a guide wire. And then the new catheter was successfully connected to the arterial line tubing.what was the original intended procedure?arterial catheterization.device #1is this a laboratory device or laboratory test?no.